Event description:
In (B)(6) 2004, I had a complete left shoulder replacement. I was in constant pain for years. My dr said everything was fine. In (B)(6) 2010, a different dr opened up my shoulder and found a plastic piece had fallen off and was floating around. It's the size of a 50 cent piece. I am still in pain. I went to physical therapy many times over the years. First dr prescribed pt for movement. Diagnosis or reason for use: frozen shoulder bone on bone.